Manufacturer narrative:
Section f completed by the MFR based on info from the rptr. The infusion pump was tested for infusion accuracy and found to be within spec. The upstream and downstream occusion sensors were evaluated and functioned appropriately. The cause of the reported event could not be determined.

Event description:
It was reported that the pump was being used on a pt for approx 2 hrs however no solution was delivered. Reportedly, the infusion pump appeared to operating and no alarms were noted. The infusion pump was removed from the pt. No pt injury resulted.